Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with a replacement pump by cts and instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The problematic pump was to be returned to tandem using a pre-paid label, and the caller acknowledged the instructions for both the storage mode and return shipment.